Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a broken belt clip slot.

Event description:
Customer called to report a cracked battery cap. Customer's blood glucose reading was 522 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.